Event description:
Patient reported "right side has been ruptured." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
"Palpable lump corresponds to a fold in the implant' was observed via ultrasound. Physician observed "grossly ruptured right breast implant with free silicone within implant pocket" during surgery. The device has been explanted and replaced.